Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the needle and holder separated and spun out. The following information was provided by the initial reporter: translated to english. The customer stated: "dates on needles described as going backwards and causing rotation problems .three boxes of the black needles were affected (we took all the needles out of the boxes and placed them in new boxes).¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the needle and holder separated and spun out. The following information was provided by the initial reporter: translated to english. The customer stated: "dates on needles described as going backwards and causing rotation problems .three boxes of the black needles were affected (we took all the needles out of the boxes and placed them in new boxes).¿